Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided, as the part and lot numbers to review the device history records were not provided. The investigation could not draw any conclusions about the reported event.

Event description:
It was reported that after a right shoulder arthroscopy procedure on (B)(6) of 2012, patient had a right shoulder wound infection on (B)(6) of 2013. The wound developed an area of clear drainage. Antibiotics were given, but the infection became purulent. Event was treated with surgery. Patient is recovered.